Manufacturer narrative:
Visual inspection: the microscope revealed a melted sheath. Also, a piece of the sheath was broken off. Additionally, the microscope revealed a slightly melted shrink tubing. The piece that broke off the sheath was not received with devices. The probable root cause for the reported failure involving this device could be due to activation of the electrosurgical probe while the sheath was left extended. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the surgeon used the stryker suction irrigator today. When he used it the blade was not fully extended from the sheath. This caused the sheath to be destroyed. I explained that the yellow between the cautery tip and sheath is insulated and will protect the patient from burns. The surgeon told me with the 'other' system we are using they always just barely extend the cautery through the sheath. That the 'other' bovie is not destroyed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the surgeon used the stryker suction irrigator today. When he used it the blade was not fully extended from the sheath. This caused the sheath to be destroyed. I explained that the yellow between the cautery tip and sheath is insulated and will protect the patient from burns. The surgeon told me with the 'other' system we are using they always just barely extend the cautery through the sheath. That the 'other' bovie is not destroyed.